Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 5 fr d/l powerline was returned for evaluation. Visual, microscopic and functional testing were performed. Tactile evaluation and other evaluation/testing were not performed due to the nature of this compliant. The catheter was received with both clamps disengaged. A complete circumferential break was noted approximately 15.1cm from the distal end of the y-body. The distal segment was not returned. Sample appeared to have residue throughout the catheter and tissue cuff. The investigation is confirmed for the fluid leak, as the both lumens were patent to infusion and aspiration with a leak noted at the hole. A hole was noted between the purple luer and the extension leg. The edges of the hole were jagged and the surface texture appeared smooth. The edge of the complete circumferential break appeared cut. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post central venous catheter placement, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number of the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post placement the catheter allegedly leaked. There was no reported patient injury.